Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter is noted to have migrated to other areas of the patient¿s body, resulting in extensive thrombosis in the inferior vena cava (ivc), thrombotic occlusion of bilateral renal veins and renal failure requiring dialysis. Consequently, the patient had stage I chronic kidney disease and requires lifetime anticoagulation therapy. Approximately six years and two months post implantation, the patient¿s ivc filter was surgically removed. Additional information received per the medical records indicate that the patient has a history of extensive and saddle pulmonary embolism and left popliteal vein deep vein thrombosis (dvt) (after a long flight to europe), blood clots, non-insulin dependent diabetes mellitus, hypertension, lung problems, chronic obstructive pulmonary disease (copd), obesity, embolectomy, left knee medial collateral ligament (mcl) repair, hyperlipidemia, pulmonary edema (pe), pulmonary hypertension, hypercholesterolemia, atrial fibrillation, chronic back pain, sleep apnea, dyspnea on exertion, left ventricular hypertrophy, cardiomyopathy, remote tobacco use, tonsillectomy and the patient was positive for anticardiolipin antibody immunoglobulin m (igm). The patient presented with severe dyspnea on exertion after having been on a long flight. The patient underwent a computed tomography (CT) scan of the chest that revealed extensive bilateral pe and severe right ventricular strain. The patient was treated with sternotomy and embolectomy and subsequent inferior vena cava (ivc) filter placement. The patient¿s post-implant course was complicated by several severe nosebleeds related to his anticoagulation therapy and unstable inrs. The indication for filter placement was bilateral pulmonary embolism and severe right ventricular strain after a european flight. According to the implant record, the filter was placed after a venogram of the inferior vena cava (ivc) was performed to identify the location of the renal veins and size of the ivc. The filter was deployed via the right common femoral vein. It was placed at the l2 level. The patient was then taken to the operating room where an emergent embolectomy was performed via sternotomy. Approximately two and a half months after the index procedure the patient had bilateral lower extremity ultrasound (u/s) due to calf pain and obesity. No evidence of dvt was observed. Approximately four years after the index procedure the patient underwent cardiac catheterization following a positive stress test. The results noted mild diffuse coronary disease. Approximately five years and eight months after the index procedure the patient presented to the hospital with acute chronic back pain and was found to be in acute renal failure, had bilateral lower extremity dvt, bilateral lower extremity swelling and migration of the ivc filter above the renal veins. Bluetooth low energy (ble) ultrasound showed acute dvt of the right common femoral and calf veins and acute dvt of the left popliteal and posterior tibial calf veins. Hemodialysis was initiated, the patient was transferred to another facility three days later. The next day a computed tomography (CT) venogram demonstrated ilio-caval occlusion associated with renal vein thrombosis, acute dvt in the right common femoral and calf veins, the left popliteal and posterior tibial veins. The filter was found to be an optease filter. The filter had migrated cephalad and was malpositioned in a transverse position at the level of the renal veins and appeared to be causing bilateral renal thrombosis. The patient underwent a pharmo-mechanical thrombectomy and later required temporary hemodialysis and ongoing warfarin therapy associated with acute kidney injury. Two days later an abdominal x-ray noted that the filter was obliquely oriented and overlies the right aspect of the l1 vertebral body. Degenerative spinal changes were also noted. Operative record revealed thrombolysis catheter check and removal of bilateral lower extremity (ble) and ivc cragg-mcnamara thrombolysis catheters. A venogram performed at the beginning of the procedure demonstrated a patent ivc from above the ivc filter and down to the bilateral iliac confluence. The area around the filter was also patent and there appeared to be drainage from the renal veins. The thrombolysis catheters were removed. The patient tolerated the procedure well and was stable throughout. Three days later the patient underwent removal of right internal jugular dialysis catheter and successful placement of a titan tunneled dialysis catheter. The catheter was discontinued prior to discharge fifteen days later. Approximately five years and eleven months after the index procedure the patient underwent an echocardiogram that revealed abnormal left ventricular diastolic function and mild tricuspid regurgitation. The patient presented for follow up related to an earlier pe. The patient reported continued dyspnea on exertion. The patient was noted to be bradycardic at the time of the visit which required the cessation of his metoprolol and hydrochlorothiazide. Approximately six years and two months after the index procedure a CT scan report noted an ivc filter within the ivc just above the level of the renal veins. The superior point was oriented posterolaterally and the inferior point was oriented anteromedially and extending into the ostium of the left renal vein. There was mild aortobilliac calcification, the infrarenal abdominal aorta demonstrates a mild fusiform aneurysm. A 2.3cm aneurysm was seen in the distal right common iliac artery. Approximately six years and three months after the index procedure the filter was successfully removed using right neck and right groin access. The filter could not, initially, be collapsed into the sheaths. The physician upsized the femoral sheath to an 18-french inside a 22-french coaxial sheath and was able to almost completely capture the sheath, but it still appeared to be attached to the caval scar tissue. Therefore, the physician pulled both sheaths down toward the groin to tear the filter out of the ivc and was successful. The left groin was also accessed for blood pressure monitoring, when the sheath was discontinued at the end of the procedure, a hematoma developed. The patient tolerated the procedure well. A pathological examination of the diamond-shaped filter revealed six intact limbs, with three of the limbs appearing distorted with focal branching segments disjointed from their appropriate connection points. Three days after discharge from the ivc filter removal, the patient presented with increased pain and swelling of the left inguinal area. Evaluation indicated an acute pseudoaneurysm of the left common femoral artery, separate from the hematoma. The following day duplex imaging revealed that the aneurysm had thrombosed, repeat the following day indicated that the aneurysm had completely thrombosed and the patient was discharged. Approximately two years and seven months after the filter was removed the patient had an abdominal ultrasound to evaluate an abdominal aortic aneurysm. It was noted to be stable.

Manufacturer narrative:
The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Additional information is pending and will be submitted within 30 days of receipt

Manufacturer narrative:
After further review of additional information received. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
Additional information received per the medical records indicate that the patient has a history of extensive and saddle pulmonary embolism and left popliteal vein deep vein thrombosis (dvt) (after a long flight to europe), blood clots, diabetes, hypertension, lung problems, chronic obstructive pulmonary disease (copd), obesity, embolectomy, left knee medial collateral ligament (mcl) repair, hyperlipidemia, pulmonary edema (pe) and the patient was positive for anticardiolipin antibody immunoglobulin m (igm). Medical records also state that the patient has a history of chronic back pain, sleep apnea, dyspnea on exertion, left ventricular hypertrophy, cardiomyopathy, pulmonary hypertension and remote tobacco use. The indication for filter placement was bilateral pulmonary embolism and severe right ventricular strain after a european flight. According to the implant record, the filter was placed after a venogram of the inferior vena cava (ivc) was performed to identify the location of the renal veins and size of the ivc. The filter was deployed via the right common femoral vein. The filter was placed at the l2 level. Next, the patient was taken to the operating room where an emergent embolectomy was performed via sternotomy. Approximately two and a half months after the index procedure the patient had bilateral lower extremity ultrasound (u/s) due to calf pain (the patient has a history of deep vein thrombosis) and obesity. No evidence of dvt was observed. Approximately four years after the index procedure the patient underwent cardiac catheterization following a positive stress test. The results noted mild diffuse coronary disease. Approximately five years and eight months after the index procedure the patient presented to the hospital with acute chronic back pain. The patient was found to be in acute renal failure, had bilateral lower extremity dvt and migration of the ivc filter above the renal veins. Bluetooth low energy (ble) ultrasound showed acute dvt of the right common femoral and calf veins and acute dvt of the left popliteal and posterior tibial calf veins. Hemodialysis was initiated, the patient was transferred to another facility three days later. The next day a computed tomography (CT) venogram demonstrated iliocaval occlusion associated with renal vein thrombosis, acute dvt in the right common femoral and calf veins, the left popliteal and posterior tibial veins. The filter had migrated cephalad and was malpositioned in a transverse position at the level of the renal veins and appeared to be causing bilateral renal thrombosis. The patient underwent a pharmo-mechanical thrombectomy. Two days later an abdominal x-ray noted that the filter was obliquely oriented and overlies the right aspect of the l1 vertebral body. Degenerative spinal changes were also noted. Operative records documented a thrombolysis catheter check and removal of bilateral lower extremity (ble) and ivc cragg-mcnamara thrombolysis catheters. A venogram performed at the beginning of the procedure demonstrated a patent ivc from above the ivc filter and down to the bilateral iliac confluence. The area around the filter was also patent and there appeared to be drainage from the renal veins. The thrombolysis catheters were removed. The patient tolerated the procedure well and was stable throughout. Three days later the patient underwent removal of a right internal jugular dialysis catheter and successful placement of a titan tunneled dialysis catheter. The catheter was discontinued prior to discharge fifteen days later. Approximately six years and two months after the index procedure a CT scan report noted an ivc filter, probably trapease or similar, within the ivc just above the level of the renal veins. The superior point was oriented posterolaterally and the inferior point was oriented anteromedially and extending into the ostium of the left renal vein. There was mild aortobilliac calcification, the infrarenal abdominal aorta demonstrates a mild fusiform aneurysm. A 2.3 cm aneurysm was seen in the distal right common iliac artery. Approximately six years and three months after the index procedure the filter was successfully removed using right neck and right groin access. The filter could not, initially, be collapsed into the sheaths. The physician upsized the femoral sheath to an 18-french inside a 22-french coaxial sheath and was able to almost completely capture the sheath, but it still appeared to be attached to the cava scar tissue. Therefore, the physician pulled both sheaths down toward the groin to tear the filter out of the ivc and was successful. The left groin was also accessed for blood pressure monitoring, when the sheath was discontinued at the end of the procedure, a hematoma developed. The patient tolerated the procedure well. Three days after discharge from the ivc filter removal, the patient presented with increased pain and swelling of the left inguinal area. Evaluation indicated an acute pseudoaneurysm of the left common femoral artery, separate from the hematoma. The following day duplex imaging revealed that the aneurysm had thrombosed, repeat imaging the following day indicated that the aneurysm had completely thrombosed and the patient was discharged. Approximately two years and seven months after the filter was removed, the patient had an abdominal ultrasound to evaluate an abdominal aortic aneurysm. It was noted to be stable.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication for filter was massive bilateral pulmonary embolism and severe right ventricular strain after a european flight. A venocavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed in an infrarenal position. There were no reports of complications. Following filter implant, an emergent embolectomy was performed via sternotomy. Medical history at that time included blood clots, non-insulin dependent diabetes mellitus, hypertension, lung problems, chronic obstructive pulmonary disease (copd), obesity, embolectomy, left knee medial collateral ligament (mcl) repair, hyperlipidemia, pulmonary edema (pe), pulmonary hypertension, hypercholesterolemia, atrial fibrillation, chronic back pain, sleep apnea, dyspnea on exertion, left ventricular hypertrophy, cardiomyopathy, remote tobacco use, tonsillectomy and the patient was positive for anticardiolipin antibody immunoglobulin m (igm). It was reported that the filter migrated, there is thrombosis in the ivc, thrombotic occlusion of both renal veins and renal failure requiring dialysis. Approximately two and a half months post implant, calf pain was reported with no evidence of dvt on imaging. Approximately four years after implant, a cardiac catheterization revealed mild diffuse coronary disease. Approximately five years and eight months after implant, the impatient presented with acute on chronic back pain. Acute renal failure was noted, and imaging revealed extensive bilateral lower extremity dvt with swelling and migration of the ivc filter at or above the renal veins. Acute hemodialysis was initiated, and patient transferred to another facility. The patient had a pharmo-mechanical thrombectomy to treat the thrombosis and acute dvt. Warfarin therapy was continued and possibly associated with the renal failure. Two days after thrombectomy, an x-ray noted that the filter was obliquely oriented and overlying the l1 vertebral body. Degenerative spinal changes were incidentally noted. Approximately six years and two months post implant, the ivc filter was successfully surgically removed. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Blood clots and occlusive thrombosis within the filter and vasculature, specifically the renal vasculature, do not represent a device malfunction. Chronic renal failure, while not specifically listed in the IFU, is a known potential adverse event cascading down from renal vessel thrombosis, as well as being associated to contrast usage during filter placement, removal and vascular interventions. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
More medical records have been received. In addition to the previously reported events the records state that approximately five years and eight months after the index procedure the patient presented to the hospital with acute chronic back pain. Imaging revealed multilevel bulging discs with mild central stenosis extending from l2 to l5 and moderate foraminal stenosis bilaterally at l4 - l5. Scans also showed hyperplasia left adrenal gland, diverticulosis, enlarged prostate and small bilateral fat-containing inguinal hernias.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, a4, b4, b5,b6, b7, g2, g3, g6, h1 and h2. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter is noted to have migrated to other areas of the patient¿s body, resulting in extensive thrombosis in the inferior vena cava (ivc), thrombotic occlusion of bilateral renal veins and renal failure requiring dialysis. Consequently, the patient had stage I chronic kidney disease and requires lifetime anticoagulation therapy. Approximately six years and two months post implant the ivc filter was surgically removed. Additional information contained in the medical records indicate that the patient has a history of extensive and saddle pulmonary embolism and left popliteal vein deep vein thrombosis (dvt) (after a long flight from europe), blood clots, diabetes, hypertension, lung problems, chronic obstructive pulmonary disease (copd), obesity, embolectomy, left knee medial collateral ligament (mcl) repair, hyperlipidemia and the patient was positive for anticardiolipin antibody immunoglobulin m (igm). The indication for filter placement was bilateral pulmonary embolism and severe right ventricular strain. The patient was taken to the operating room where an emergent embolectomy was performed via sternotomy. Prior to the embolectomy an ivc filter was placed. That procedure was dictated separately, and the dictation was not provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, thrombosis, and occlusion related to clotting do not indicate a device malfunction. In addition, renal failure associated with thrombosis of the renal veins, also, does not represent a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without procedural films for review, the reported migration could not be confirmed, and the exact cause could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. With the limited information provided and no implant or post implant imaging available for review it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of extensive and saddle pulmonary embolism and left popliteal vein deep vein thrombosis (dvt) (after a long flight to europe), blood clots, diabetes, hypertension, lung problems, chronic obstructive pulmonary disease (copd), obesity, embolectomy, left knee medial collateral ligament (mcl) repair, hyperlipidemia, pulmonary edema (pe) and the patient was positive for anticardiolipin antibody immunoglobulin m (igm). The indication for filter placement was bilateral pulmonary embolism and severe right ventricular strain after european flight. The patient was taken to the operating room where an emergent embolectomy was performed via sternotomy. Prior to the embolectomy an inferior vena cava (ivc) filter was placed. That procedure was dictated separately and the dictation was not provided.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, and h6 have been updated accordingly. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter is noted to have migrated to other areas of the patient¿s body, resulting in extensive thrombosis in the inferior vena cava (ivc), thrombotic occlusion of bilateral renal veins and renal failure requiring dialysis. Consequently, the patient had stage I chronic kidney disease and requires lifetime anticoagulation therapy. Approximately six years and two months post implant the ivc filter was surgically removed. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, thrombosis, and occlusion related to clotting do not indicate a device malfunction. In addition, renal failure associated with thrombosis of the renal veins, also, does not represent a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without procedural films for review, the reported migration could not be confirmed, and the exact cause could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. With the limited information provided and no implant or post implant imaging available for review it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter is noted to have migrated to other areas of the patient¿s body, resulting in extensive thrombosis in the inferior vena cava (ivc), thrombotic occlusion of bilateral renal veins and renal failure requiring dialysis. Consequently, the patient had stage I chronic kidney disease and requires lifetime anticoagulation therapy. Approximately six years and two months post implantation, the patient¿s ivc filter was surgically removed.